Manufacturer narrative:
Film evaluation summary the exact cause of the proximal type I endoleak could not be determined from the limited information provided. The anatomy at implant is unknown, and earlier post-implant films or current CT¿s were not available. The first of two still angiograms provided for review revealed that a endurant bifurcate was positioned ~5mm below the lowest right accessory renal artery, which was ~15mm below the left renal artery. The right primary renal was located ~20mm above the current bifurcate position. The proximal od measured ~32mm, and the aortic body and infrarenal neck were essentially straight in the left/right axis. Contrast injection from above the renals showed contrast along the left side of the bifurcate from a likely proximal type I endoleak. The device was patent. The second image showed that an aortic cuff had been implanted ~15mm above the level of the bifurcate, and likely covering the lowest accessory right renal artery; the previously seen endoleak appeared to have resolved. It is possible that disease progression due to neck dilation contributed to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm artery aneurysm. It was reported that the patient presented emergently complaining of back pain. The CT showed a proximal type I endoleak. The physician implanted an endurant aortic cuff intentionally covering the right accessory renal artery. The proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was due the patient¿s anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.